Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a pilon fracture, anterolateral access surgery while drilling the first hole for the screw through the locking drill guide the drill did break. The surgeon suggest that he drills against the reposition k-wire and that why the drill broke. He left the broken off piece of the drill inside the bone under the cortical of the bone. For the fixation of screws he used another holes in the plate. The surgery was finished successfully with another drill from the instrument set. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8943-16-ru serial/batch number (B)(6) was received for evaluation. A visual evaluation found that the device tip was broken off. Functional testing was not performed due to the damage to the instrument. The most likely reason for the reported failure is user error, specifically allowing the device to make contact with other instruments during use.